Event description:
"When customer tried to use product, found fiber was disconnected from the sma connector." Based upon the info included in the initial report from the customer, this event was determined to be not reportable. However, evaluation of the returned product on 1/9/2008 showed the product problem to be reportable. This info is documented as reported to trimedyne.

Manufacturer narrative:
Eval summary: note: the following info is considered to be confidential. A visual examination was performed on the returned product. Distal end: the fiber tip is broken or cleaved. Proximal end: the fiber is recessed 0.009 inches in proximal end of connector and surface is contaminated. The optical sleeve surface is burnt and melted with very deep burns on the edge of the optical sleeve, and brown and black residue are present on the optical sleeve and the metal proximal connector. Fiber is broken and separated next to the blue sma connector. Separated piece length is 107 inches. Product label is smeared and the label is damaged. Possible cause(s): device appears to have been used multiple times; possible laser debris shield damage or laser misalignment contributing to fiber break, which are addressed in current instructions for use.